Manufacturer narrative:
This report is submitted on january 31, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and the appearance of a cheloma. The device was explanted on (B)(6) 2020. The infection cleared without treatment once the implant and cheloma were removed.